Event description:
It was reported that, used a v40 head on c taper stem. Mistake was caught immediately and the head was switched to c taper.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.